Manufacturer narrative:
We did not receive from hospital.

Event description:
Allegedly, during a laparoscopic appendectomy procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken jaw and replaced the instrument. The procedure was completed with no delay; the hospital reports that there was no injury to patient.